Event description:
It was reported the loop of this snare detached in the patient during a polypectomy procedure. Retrieval of the detached loop was uneventful. Another unit was used to successfully complete the procedure. The patient's condition is good. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated a visual exam revealed the loop had detached from the coupling. Crimp marks were present at both ends of the coupling to restrain the loop and cable. However, the crimp marks for the cable were located more towards the middle of the connector versus the proximal end of the coupling. The ball weld on the distal end of the cable appeared to be slightly oversize. No crimp marks were presented in the ball weld. Since the manufacture of this device the company has implemented a 100% in-process 5 pound pull-test during loop assembly which should eliminate this malfunction in the future. This device was manufacturerd prior to this implementation.